Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient underwent two revision surgeries to remove the excess skin (dates not reported).

Manufacturer narrative:
(B)(4): implanted device remains.